Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the end of the cannula snapped off in the muscle layer of the pt's abdomen. The hosp has reported no pt injury occurred.